Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed episodes of noise reversions and inappropriate auto mode switching due to noise on the right atrial lead. The lead also exhibited decreased pacing impedance. The lead was capped and replaced on (B)(6) 2016. The patient's condition was stable post procedure and also during one day post procedure checkup.